Event description:
It was reported on (B)(6) 2021 this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient requested assistance canceling treatment on the liberty select cycler in order to go to the hospital. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had a health issue unrelated to pd therapy or use of the liberty select cycler requiring them to go to the hospital. The pdrn stated there was no device issue and the treatment cancelation was not due to any cycler problem. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had a health issue unrelated to pd therapy or use of the liberty select cycler requiring her to go to the hospital. The pdrn stated there was no device issue and the treatment cancelation was not due to any cycler problem. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported on (B)(6) 2021 this peritoneal dialysis (pd) patient contacted fresenius technical support. The patient requested assistance canceling treatment on the liberty select cycler in order to go to the hospital. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had a health issue unrelated to pd therapy or use of the liberty select cycler requiring them to go to the hospital. The pdrn stated there was no device issue and the treatment cancelation was not due to any cycler problem. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.